Event description:
Same case as 2134265-2014-06700 and 2134265-2014-06704. It was reported that the motor drive unit would not pull the sled back. During an unspecified procedure, the motor drive unit was used in conjunction with an imaging catheter and a sled. Upon pull back, motor drive unit (mdu) was having trouble completing a pullback. It would not pull the sled back as it should. The physician replaced the sled with another same device and the issue was resolved. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not available for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).